Event description:
The customer contact reported that the device touchscreen was out of calibration. The device was returned to the biomedical department from central supply with an unsigned note stating that the screen did not work when touched. No additional information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of adverse patient events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing; however, a review of the device history indicated button ID: invalid touchscreen errors. Additional testing found contamination on the bottom touchscreen connectors due to fluid ingress which is the probable cause of the customer's reported non responsive touchscreen. This device has been identified as part of a product recall. This represents all the information known by the reporter upon query by hospira personnel.